Event description:
Reporter indicated that the patient was no longer feeling stimulation from magnet activations. Later information was received that the magnet was cracked, which would have decreased the magnet's strength, and thus was not likely activating stimulation. The physician's office stated that they likely discarded the cracked magnets, thus they would not be returned for analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.